Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic for a routine device check, far field r-wave oversensing occurring after bi-ventricular pacing was observed. It was mentioned that the patient was experiencing device unrelated tremors which had been happening for some time. Programming changes were made. The patient will continue to be monitored.